Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. The photo attached to this complaint record is not a bd/embecta product nor the supplier of this pen needle. No further information or photos were provided from the consumer. Due to the batch being unknown, no DHR review can be completed. Mbecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the unspecified bd¿ pen needle cannula broke inside the drug vial. The following information was provided by the initial reporter, translated from portuguese to english: user reports that the needle broke inside the drug vial. Reports that the vial is defective and needle remains broken inside the vial.

Event description:
It was reported that the unspecified bd¿ pen needle cannula broke inside the drug vial. The following information was provided by the initial reporter, translated from portuguese to english: user reports that the needle broke inside the drug vial. Reports that the vial is defective and needle remains broken inside the vial.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.